Manufacturer narrative:
Exemption number e2011009. B. Braun medical inc. (The importer) is submitting a single report on behalf of b. Braun melsungen (the manufacturer). This report has been identified as b. Braun medical inc. Internal report# (B)(4). The actual device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up report will be provided after the examination results are available.

Event description:
As reported by the facility: the customer reported : under infusion. No patient injury.

Manufacturer narrative:
Exemption number e2011009. B. Braun medical inc. Is submitting a single report on behalf of b. Braun melsungen (the manufacturer), and b. Braun medical inc. (The importer). This report has been identified as b. Braun medical internal report number (B)(4). The volumetric accuracy was tested three times at a rate of 250ml/hr and a volume to be infused of 25ml. The test results were within specifications. Based on the results of the investigation, the pump operated as intended. If additional pertinent information becomes available, a follow up report will be submitted.